Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, approximately 45 minutes of being used during a surgery, a small piece of the plastic insulation on the jaw became dislodged and fell off from the instrument. The dislodged part fell into the patient's cavity but the surgeon retrieved the small piece of plastic by grasping & this will be returned for evaluation. The surgeon compared the fragment retrieved with the plastic which remained on the instrument to verify that nothing was left into the patient's cavity. He stopped using this instrument & exchanged it for another hand instrument. No patient harm.

Manufacturer narrative:
Additional information: evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the bottom jaw overmold was damaged and missing plastic. The disengaged plastic was returned. The reported condition was confirmed. The investigation found the bottom jaw overmold was damaged and missing plastic near the hinge of the device. The damage to the jaw's overmold likely occurred during the insertion or extraction of the device jaw from a trocar instrument. The investigation identified the root cause of the reported event to be user error. The instructions for use (IFU) states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. Corrective actions have been implemented to mitigate this issue. The CAPA is to address the robustness of jaw a. If information is provided in the future, a supplemental report will be issued.